Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm and no moisture damage found inside the insulin pump. The insulin pump received with cracked case at display window corner, reservoir tube lip and minor scratched display window.

Event description:
It was reported that the customer received a button error alarm on the insulin pump due to entering the pool with the insulin pump on. The customer's blood glucose was 132 mg/dl. Troubleshooting was done. The customer stated that she let the insulin pump dry out, removed the battery, reinserted the battery and then received the button error alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. The customer also mentioned receiving a motor error alarm on the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.